Event description:
It was reported that prior to an unknown procedure there some staple legs came out after the staple retaining cap removed. Changed to another one to compete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results showed that one ecr60w reload was received unfired, with the pan detached on the left proximal side. The staples were properly loaded inside the pockets. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.